Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the implant (fnt510) had not integrated and relocated into the sinus. Surgeon had to remove the implant from the sinus. The patient is well and the customer confirmed that the implant was not aspirated. Tooth location 4.

Manufacturer narrative:
No product was returned for inspection, but was not available for inspection at the time of investigation. X-ray image of the implant was provided, in additional to the lot number and will be used for evaluation of this complaint. Therefore, based on the evaluation, the reported event was confirmed following inspection, but the device malfunction has not occurred. X-ray images (attached) were provided and evaluated verified that they reveal relocation of the implant into the sinus cavity. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. UDI: (B)(4).

Event description:
No further event information available at the time of this report.